Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 needed battery conditioning. Customer stated that the 8015 needed to have battery replace and ask do she do the battery conditioning. I explain to the customer yes and this test can take eight hour or more to complete. She said ok and asked other question about 8100.